Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose of 35 mg/dl. Their blood glucose went up to 47 mg/dl then 118 mg/dl. They had been drinking water with sugar to treat. The customer's blood glucose was blood glucose was 300 mg/dl at the time of call. The customer stated that they were wearing the insulin pump at the time of hospitalization. Troubleshooting was performed on the insulin pump. The customer reported that they believed that the insulin pump was over delivering. The insulin pump will not be returned for analysis.